Event description:
During manufacturer review of a vns patient's programming history, it was identified that a faulted systems diagnostics test occurred on (B)(6) 2007 which changed the settings, but it appears the off time was not corrected until later in the day (about 4 hours). It is likely this was an unintended setting, and the patient left the office and had to return to have the off time corrected.

Event description:
This computer programming anomaly was previously reported via MDR# 1644487-2007-00826.

Manufacturer narrative:
Analysis of programming history.